Event description:
(B)(4). Surgery to remove essure. Essure was a using chronic pelvic pain, constipation, heavy periods. Upon removal, discovered essure had migrated from tube to uterus, on left had perforated uterus. On right tube, uterus had completely perforated through right fallopian tube.